Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had a repeated retry error was identified indicating a failed database insert due to a duplicate key entry in the purge.purgestatistics table. A technical support specialist (tss) found that error was due to a mismatch between purgestatistics keys on the server and station, preventing successful data synchronization retries. Following knowledge article "retry - insert into purge.purgestatistics", the duplicate purge statistics records for the affected dispensing device and time period were identified and removed directly from the server database, which resolved the synchronization failure. Further the tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server station was stuck on upload retry mode. However, there were no delays or adverse events or injuries reported based on this event.